Event description:
Customer reported difficulty in pressing the quick bolus and wake button on the pump, requiring multiple presses to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.